Event description:
A customer complained after observing lower than expected quality control test results using vitros troponin I es and vitros nt-probnp assays processed on a vitros 5600 integrated system. Possible signal reagent contamination was suspected. The lower than expected numerical results did not breach the potential health and safety criteria, however, signal reagent contamination could affect any immunodiagnostic assay test potentially leading to inappropriate patient treatment. The customer made no allegations that patient sample results were affected; however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. No allegations of patient harm made as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected quality control test results were obtained using vitros troponin I es and vitros nt-probnp assays processed on a vitros 5600 integrated system. The most likely assignable cause is signal reagent contamination as a result of an issue with the vitros 5600 system¿s signal reagent subsystem. Maintenance and service repairs to the signal reagent subsystem resolved the customer's performance concerns. There was no indication the vitros troponin I es of vitros nt-probnp reagents malfunctioned.